Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the fenestrated bipolar forceps instrument were observed to be broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Engineering observed that the drive cables and conductor wires are intact and undamaged at the wrist. The grips open and close properly when the input discs are manually rotated. Functional testing of the instrument while installed on an in-house is3000 found that the instrument was passed recognition and engagement testing and the instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument also passed electrical continuity testing. No physical damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.